Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the device fell off event could not be determined. There was moderate amount of adhesion tackiness observed on the pad. Due to the used condition of the returned device, the original adhesion properties could not be verified.

Event description:
Patient reported that last month her vgo device came off while she was exercising. Patient reported while cooking and patient looked down at her arm and notice that the vgo device was hanging from her arm. Patient stated that the needle was still inserted in her skin.